Event description:
The patient was undergoing mechanical thrombectomy for acute cerebral infraction. The patient had carotid stenosis. A 4max reperfusion catheter was placed in front of the thrombus and the aspiration tubing was connected to the y-connector. The physician powered up the pump and switched the valve on the aspiration tubing to the on position. Aspiration pressure was observed from the pump to the on/off switch on the aspiration tubing, but not observed from the on/off switch to the 4max reperfusion catheter. The operation was finished with another pst2. Physician¿s comment: "I manipulated the devices as instructed in the IFU."

Manufacturer narrative:
Device investigation: results: there was no visible damage to the tubing. Both aspiration tubing units were tested and functioned correctly. The aspiration tubing is functional. Conclusions: the complaint has been evaluated. The compliant indicates that the aspiration tubing did not function correctly. The hospital reported an issue with only one set of tubing however, they returned two and could not identify which one caused the issue. After evaluating the aspiration tubing, it was found that both units functioned correctly without an issue. The cause of the complaint is unknown. The manufacturing records for this lot were reviewed and there were no outstanding discrepancies, quality, or design concerns.